Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and replaced batteries. The iabp unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The initial reporter is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test, during a service/test performed by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.